Event description:
It was reported to manufacturer, by facility, (B) (4) a maintenance person was trying to remove the foot motor of the hi/low function while bed was in operation position. When he removed the motor mount pin, the bed collapsed severing his pinky finger. Maintenance person was taken to ER for medical attention. Per the manufacturer, troubleshooting and maintenance manual [how to remove motor] "you tip the bed on the side to replace hi/low motors" this facility did not follow the appropriate instructions on how to change out motors recommended per the manufacturer! Facility received new motors before they reported this adverse event i.e., no return of failed motor will happen.